Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user reports reduced hearing with the device for one week. No trauma has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. No information about possible re-implantation is available yet.

Event description:
The user reports reduced hearing with the device since early (B)(4) 2018. No trauma has been reported. External parts were checked and the device was found to functioning normal. Further testing and medical intervention are considered.

Event description:
The user reported reduced hearing with the device for the past week. No trauma has been reported. The user has been re-implanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The recipient has been re-implanted but the device has not been received for investigation yet.

Manufacturer narrative:
Damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
The user reported reduced hearing with the device for the past week. No trauma has been reported. The user has been re-implanted on (B)(6) 2018.